Event description:
It was reported that a physician trained in the use of the perclose at attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the plunger was removed and the lever was closed to retract the foot, the device could not be removed from the anatomy. After trying to manipulate the device to remove, the sheath began to separate from the metal shaft and the patient was then taken to surgery to remove the device. The physician stated that the end of the device was wrapped around the sutures and after cutting the sutures, the device was able to be removed. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old). Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the product was not returned for analysis.